Event description:
Olympus was informed that during a therapeutic colonoscopy with polypectomy procedure the patient became shocked during the cauterization of a polyp. The patient sustained minor injury. No further details was provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed information regarding the report but with no result. The user facility reported that the biopsy forceps referenced in this report will not be returned to olympus for evaluation not until their investigation is completed. The exact cause of the user's experience could not be conclusively determined at this time. If additional information is received this report will be supplemented. This report is being submitted as a medical device report in an excess of caution.